Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the first call they stated that rewarming patient early because they started to follow commands. They started rewarming around 8am with patient temperature was at 33.7c, target temperature was 37c, rewarm rate 0.2c/hr. Water flow rate was 2.7 l/m. The 4 pads with good coverage. They confirmed 2 probes in place that were correlating were 33.2c and 33.4c (ts foley running therapy). The water temperature was 31.9c, based on graph nurse confirms water temperature had been increasing since noon. Rewarm box was flashing. Rewarm set to rewarm from 34c. System diagnostics were outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 31.8c, inlet temperature (t3) was 31.4c, chiller temperature (t4) was 4c, water flow rate was 2.8 l/m, inlet pressure was -7 psi, circulating pump commend was 80%, mixing pump commend was 66%, heater 0 wrl 5, system hours 5097.2, pump hours was 4637. Nurse denied any heat generation. Trend showed thermoneutral. Explained heater was not engaged which means the device might be noting patient temperature increase and trying to counteract so that patient did rewarm too quickly. Had them press stop therapy and restart under rewarm patient. Called back in 20 minutes to check in. The patient temperature was 33.6c, water temperature was 29.5c, circulating pump commend was 79%, mixing pump command was 0, heater 0. Trend was still thermoneutral. Encouraged them to evaluate patient for any signs of heat generation, movement, etc. Nurse stated that outside of turning patient they had not had any movement. Discussed inverse relationship between water temperature and patient temperature at set rate. Encouraged to call back if water temperature did not begin to increase if patient temperature decreases. During the second call was target temperature was 37c, patient temperature was 33.8, water temperature was 30.3c, water flow rate was 2.7 l/m. Nurse notes the water temperature has been good for the last several hours. In the higher 30s range, but now it's back down to low 30s and patient temperature was not increasing very much. Wants to check in before night shift comes on board. Per nurse no heat generation. Good pad coverage with no exposed abdomen. Trend shows 3 bars trending upward. Explained the trend. Verified ts foley placement and connection. No erratic patient temperature. System diagnostics showed outlet monitor temperature (t1) was 31.3c, outlet control temperature (t2) was 31.2c, inlet temperature (t3) was 30.9c, chiller temperature (t4) was 4.4c, inlet pressure was -7psi, circulating pump commend was 79%, mixing pump commend was 0, heater 6 wrl, 5 water temperature was now 31c and increasing. Noted heater was engaged and trend shows patient temperature should be increasing and each bar represents 0.25c-0.5c. Noted they could drain water from the device but based on the diagnostics it did not appear to be an overfill. Walked through draining 16 ounces of water. Restarted therapy. Advised nurse to encourage night shift if they have questions or need assistance.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the first call they stated that rewarming patient early because they started to follow commands. They started rewarming around 8am with patient temperature was at 33.7c, target temperature was 37c, rewarm rate 0.2c/hr. Water flow rate was 2.7 l/m. The 4 pads with good coverage. They confirmed 2 probes in place that were correlating were 33.2c and 33.4c (ts foley running therapy). The water temperature was 31.9c, based on graph nurse confirms water temperature had been increasing since noon. Rewarm box was flashing. Rewarm set to rewarm from 34c. System diagnostics were outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 31.8c, inlet temperature (t3) was 31.4c, chiller temperature (t4) was 4c, water flow rate was 2.8 l/m, inlet pressure was -7 psi, circulating pump commend was 80%, mixing pump commend was 66%, heater 0 wrl 5, system hours 5097.2, pump hours was 4637. Nurse denied any heat generation. Trend showed thermoneutral. Explained heater was not engaged which means the device might be noting patient temperature increase and trying to counteract so that patient did rewarm too quickly. Had them press stop therapy and restart under rewarm patient. Called back in 20 minutes to check in. The patient temperature was 33.6c, water temperature was 29.5c, circulating pump commend was 79%, mixing pump command was 0, heater 0. Trend was still thermoneutral. Encouraged them to evaluate patient for any signs of heat generation, movement, etc. Nurse stated that outside of turning patient they had not had any movement. Discussed inverse relationship between water temperature and patient temperature at set rate. Encouraged to call back if water temperature did not begin to increase if patient temperature decreases. During the second call was target temperature was 37c, patient temperature was 33.8, water temperature was 30.3c, water flow rate was 2.7 l/m. Nurse notes the water temperature has been good for the last several hours. In the higher 30s range, but now it's back down to low 30s and patient temperature was not increasing very much. Wants to check in before night shift comes on board. Per nurse no heat generation. Good pad coverage with no exposed abdomen. Trend shows 3 bars trending upward. Explained the trend. Verified ts foley placement and connection. No erratic patient temperature. System diagnostics showed outlet monitor temperature (t1) was 31.3c, outlet control temperature (t2) was 31.2c, inlet temperature (t3) was 30.9c, chiller temperature (t4) was 4.4c, inlet pressure was -7psi, circulating pump commend was 79%, mixing pump commend was 0, heater 6 wrl, 5 water temperature was now 31c and increasing. Noted heater was engaged and trend shows patient temperature should be increasing and each bar represents 0.25c-0.5c. Noted they could drain water from the device but based on the diagnostics it did not appear to be an overfill. Walked through draining 16 ounces of water. Restarted therapy. Advised nurse to encourage night shift if they have questions or need assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during the first call they stated that rewarming patient early because they started to follow commands. They started rewarming around 8am with patient temperature was at 33.7c, target temperature was 37c, rewarm rate 0.2c/hr. Water flow rate was 2.7 l/m. The 4 pads with good coverage. They confirmed 2 probes in place that were correlating were 33.2c and 33.4c (ts foley running therapy). The water temperature was 31.9c, based on graph nurse confirms water temperature had been increasing since noon. Rewarm box was flashing. Rewarm set to rewarm from 34c. System diagnostics were outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 31.8c, inlet temperature (t3) was 31.4c, chiller temperature (t4) was 4c, water flow rate was 2.8 l/m, inlet pressure was -7 psi, circulating pump commend was 80%, mixing pump commend was 66%, heater 0 wrl 5, system hours 5097.2, pump hours was 4637. Nurse denied any heat generation. Trend showed thermoneutral. Explained heater was not engaged which means the device might be noting patient temperature increase and trying to counteract so that patient did rewarm too quickly. Had them press stop therapy and restart under rewarm patient. Called back in 20 minutes to check in. The patient temperature was 33.6c, water temperature was 29.5c, circulating pump commend was 79%, mixing pump command was 0, heater 0. Trend was still thermoneutral. Encouraged them to evaluate patient for any signs of heat generation, movement, etc. Nurse stated that outside of turning patient they had not had any movement. Discussed inverse relationship between water temperature and patient temperature at set rate. Encouraged to call back if water temperature did not begin to increase if patient temperature decreases. During the second call was target temperature was 37c, patient temperature was 33.8, water temperature was 30.3c, water flow rate was 2.7 l/m. Nurse notes the water temperature has been good for the last several hours. In the higher 30s range, but now it's back down to low 30s and patient temperature was not increasing very much. Wants to check in before night shift comes on board. Per nurse no heat generation. Good pad coverage with no exposed abdomen. Trend shows 3 bars trending upward. Explained the trend. Verified ts foley placement and connection. No erratic patient temperature. System diagnostics showed outlet monitor temperature (t1) was 31.3c, outlet control temperature (t2) was 31.2c, inlet temperature (t3) was 30.9c, chiller temperature (t4) was 4.4c, inlet pressure was -7psi, circulating pump commend was 79%, mixing pump commend was 0, heater 6 wrl, 5 water temperature was now 31c and increasing. Noted heater was engaged and trend shows patient temperature should be increasing and each bar represents 0.25c-0.5c. Noted they could drain water from the device but based on the diagnostics it did not appear to be an overfill. Walked through draining 16 ounces of water. Restarted therapy. Advised nurse to encourage night shift if they have questions or need assistance.